Manufacturer narrative:
Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The trial insert has multiple gouges and scratches on the mating surfaces preventing the device from performing as designed. The device was manufactured in 2016 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the gii cr deep flx isr tr s3-4 12 was found to be broken during a routine efip inspection. No case related therefore no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.